Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy (medication and rate unknown). The pump was programmed for 1000 cc and 600 cc was left in the primary bag of a secondary infusion at the end. The event happened in the 5th floor labor and delivery department. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed. No abnormalities were observed through the history log. The device was found in specification in relation to the customer reported under infusion which was not reproduced. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The device was found to deliver within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.